Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured between 05/10/2023 and 05/15/2023. No samples were received for evaluation. Based on the available information the reported condition could not be confirmed. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that it has a bent and can't pull back.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.